Event description:
It was reported that this left ventricular (lv) lead switched from the bipolar to unipolar configuration. The lv lead pace impedance was noted to be rising. This coupled with the switch from the bipolar to unipolar configuration suggests that the lv lead exhibited a high out of range measurement. In addition, the lv threshold was noted to have increased from 1.9 volts at the last in-clinic visit six (6) months prior to 2.4 volts. Boston scientific technical services (ts) discussed options with the healthcare provider (hcp) with respect to testing different lv lead configurations to find the best option for the patient and walked the them through finding the daily impedance measurement programmable range. The lead remains in-service. There were no patient symptoms.